Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included the device powered on overnight, environmental and functional testing without duplicating the malfunction. The battery used at the time of the reported malfunction failed testing. It is important to mention zoll recommends for replacing lead acid batteries after 18 months. The customer's battery was approximately 5 years old. It's possible the battery may have contributed to the customer report, but we are unable to firmly establish that is the case. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6) male patient, the device inappropriately shut down. Complainant indicated they turned the device on, the device advised to shock and then failed to charge energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.